Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5096490.

Event description:
A voluntary medwatch report was received on 09/28/2020. It was reported that a transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.